Event description:
The customer reported a yellowish fluid leak of about 1 foot long in the back of the coulter lh 750 hematology analyzer which was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a cut in vent line for the sample probe. The fse trimmed the cut tubing, re-inserted the tubing onto the vent port of the piercing needle and verified vls (vent line sensor) function by running diagnostics which passed. The fse cleaned the interior of the instrument and the bench from diluent crystallization and verified repair per established procedures. Failure mode is attributed to a cut tubing on the vent port of the piercing needle. (B)(4).